Manufacturer narrative:
(B)(4). Approximate age of device ¿ 70 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarms were observed and the patient went to the emergency department for fluids. Patient continued to have intermittent low flow alarms, especially when asleep. Patient returned to the emergency department, though low flow alarms went back to normal when on the way to the emergency department. Patient was given 500cc fluid infusion and increased coumadin by 1 mg. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on lvas support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.